Event description:
Customer observed a falsely elevated advia centaur xp troponin ultra (tni ultra) result when compared to repeat testing of the same sample. There are no reports that patient treatment was altered or prescribed based on the result. There are no reports of adverse health consequences based on the falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer's site for inspection of the system. The fse verified the performance of the hydraulic tubing, wash 1 tubing, aspirate probes and distribution probes, and acid and base pumps. Reagent probes were adjusted and valves were tightened. No malfunctions were detected. No conclusions can be made. The customer reported that quality control results were acceptable at the time of the discordant result. The customer reported that there have been no additional incidents. The system is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."